Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving morphine at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that a patient with synchromed ii pump with morphine was showing overdose symptoms. It seemed that the patient received a change in dosage, increase dosage, a few days ago. There was no cp available at the emergency room (ER). They were going to discuss internally and contact us back if a company representative was required. The emergency procedure to empty the pump reservoir was discussed and sent to the hcp. Additionally, it was indicated that if they immediately wanted to stop the pump, they could consider to place a magnet over the pump.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight was unknown and it was unknown when the patient was first showing signs of overdose symptoms. It was noted there was no information provided to reasonably suggest that the pump medication was being delivered unintentionally in a manner greater than prescribed. Regarding environmental, external, patient factors that may have led or contributed to the event, it was noted the patient received general anesthesia, including opioids at a hospital. The patient was having cataract surgery and he had post operative ¿nacrosis¿ that responded to narcan drip. The cause of the patient showing overdose symptoms was unknown and a company representative (rep) put saline into the pump and turned the pump off. The pump was turned back on 12 hours later, according to the patient. It was reported the overdose symptoms resolved and the patient came to the clinic and they interrogated the pump to ensure that it was functioning within the expected parameters.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.